Manufacturer narrative:
The insulin pump was received with cracked display window corner, reservoir tube lip, belt clip slot, scratched lcd window. No button response due to corroded keypad traces.

Event description:
It was reported on (B)(6) 2014 the keypad on the insulin pump was not responding. Customer declined to provide blood glucose reading. No further information reported.